Event description:
During placement of stent, inner catheter of stent separated. Distal tip of the delivery system-inner catheter of radiopaque marker remains in the distal 1/3 of the anterior tibial artery. Unable to retrieve.